Manufacturer narrative:
Philips field service personnel evaluated the device. The following functional tests were performed: log analysis. The complaint was escalated for technical investigation and the results indicate that the logs only record the messages before ¿2023-01-05t13:29:29", data could not be seen for january 16 and january 18 (2023). From the logs, we can see the device had an ECG leakage issue and out of scope issue in november and december (2022), but there is no further issue after that. It is currently unknown why the device can re-capture ECG signals after turning off for several minutes. It has been determined that this does not seem to be a device problem itself. It seems the device has ECG issues in a specific room, therefore, we suspect it is possibly caused by the environment. Philips will continue to monitor the device for any issues without any temporary action provided to the customer. Based on the information available and the testing conducted, the cause of the reported problem was unable to be determined. The reported problem was confirmed. The customer was advised their device issue seems to be due to the device's environment. The customer was advised the device will continue to be monitored by philips temporarily and if this customer continues to report the same issue additional support will be given. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened'.

Event description:
It was reported the device randomly loses ECG (electrocardiogram) signal. There was no patient involvement.

Event description:
The customer requested log files of a failure to analyze ECG problem. Additional details have been requested.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.